Event description:
It was reported to philips that the equipment failed to turn on due to a power bootup issue on an allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software and restored the system to operational state. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).